Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had a system controller exchange after re-seating the backup battery did not work in resolving recurrent backup battery fault alarms.

Manufacturer narrative:
B3 updated, b5 updated, d4 updated, h4 updated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The system controller exchange resolved the ebb fault alarms. The event date was estimated based on the provided information.

Manufacturer narrative:
Section d4; h4 - serial number of the system controller is unknown. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. There were no photos or log files submitted for review. The system controller was not returned for analysis. The provided information indicated that the patient had a backup battery fault alarm that occurred on may2024. Additional information provided stated that the back battery ribbon cable was reseated multiple times without resolution. The alarm resolved after the controller was exchanged. There were no log files available and the type of backup battery fault that activated is unknown. The account unable to provide the serial number of the system controller that was exchanged, as they did not have any more additional information. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the system controller being unavailable. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use (rev. B) section 2 ¿system operations states that replacement of the 11v backup battery should be considered when less than 6 months remain before the mandatory replacement date. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.